Manufacturer narrative:
Device was not returned to manufacturer. Unable to directly test device. Production records have been attached. Records have been analyzed and no malfunctions are detected. (B)(4).

Event description:
End-user reported that they are unable to draw insulin into their syringe.